Event description:
It was reported that the leads were attempted to be implanted several times; however, the leads dislodged several times. The leads were not used, and new leads were used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism.